Event description:
Spontaneous call from patient who "requested 4 extra mini spikes due to him having 4-5 defective spikes and is now short on supply." Patient did not provide any details as to how those spikes were defective. Unknown if his doctor is aware. No other information or dates provided. Indication pulmonary hypertension, unspecified. Reported to (B)(6) by: patient/caregiver.